Event description:
The following information was provided: it was reported that the patient had a revision from a partial knee to total knee due to a fractured baseplate. It was noted that the baseplate was fractured down the center.